Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations revealed a frayed grip cable that was sticking out at the instrument's wrist. The idler pulley did not exhibit any damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si cystectomy procedure, the maryland bipolar forceps instrument became useless and was noted to be defective. Specifics of the instrument issue were not provided. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.